Event description:
Report received from the USA stating that the device needed to be serviced. During servicing, it was found that the device had a damaged component - cable/cord/wiring. It is known that the device was not being used during surgery. It is known that there was no patient or user injury that occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).